Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6)2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported that the patient attempted to connect to the generator after the procedure and received the error message "cannot connect to generator, the generator is not responding." The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Date of event is estimated.

Event description:
It was reported that the patients ipg became inoperable following an unrelated surgery. Surgical intervention may be taken at a later date to address the issue.